Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The pneumothorax was identified via x-ray. Although the initial pneumothorax was small and increased in size over time, the patient remained asymptomatic. Per the physician, the size of the lesion biopsied was 2.1 cm. The lesion was a solid target in the right lung, middle lobe (rml), less than 5 mm from the pleura. The following instruments were used to biopsy the target lesion: flexision 21g biopsy needle, forceps, and a cytology brush. The procedure was completed. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for chest tube management for 36 hours and has been discharged home. The physician believes that the pneumothorax was caused by the location of the nodule and was not caused by the ion product(s). There was no malfunction of the ion system, instruments, or accessories reported.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer (fae), a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for chest tube management for 36 hours and has been discharged home. Although the physician believes the pneumothorax was caused by the location of the nodule, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.